Event description:
On (B)(4) 2012 additional information was received when it was reported that the patient underwent a full revision surgery that day due to high impedance. During the explant of the generator it was noted to be "falling apart". The surgeon just pulled the generator out of the patient's body and the header just detached from the can. The manufacturer's consultant indicated that the surgeon did not put too much force on the generator; he just pulled it out from the body and noticed that it was falling apart. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(4) 2012 which is still underway and has not yet been completed.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2012 when it was stated that the generator and lead had been returned due to a lead discontinuity and because the header of the generator had broken off. Product analysis is still underway for both the lead and generator and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on both the explanted lead and generator. Analysis of the header detachment in the product analysis lab suggests that two events occurred; partial detachment of the header during implant, and total detachment of the header during the explant procedure (as evidenced by the tool marks on the can and header). A cause for the initial partial detachment condition is not known. The negative feed thru wire was fractured during implant and the high impedance can be attributed to the pulse generator fractured negative feed thru wire. The electrode array portion of the leads was not returned for analysis, therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. The lead assembly has remnants of what appears to be dry body fluids inside the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Additional information was received which changes the product that was reported on the initial report.

Event description:
On (B)(6) 2012, clinic notes were received from the physician from the patient's clinical visit that day. The patient was noted to have no seizures in the past year. The patient's vns has had an increase in impedance; system diagnostics showed a dcdc=4 and normal mode diagnostics showed a dcdc=7. The patient was referred or pa and lateral x-rays of the chest and neck to evaluate for fractures. The patient was stated to need a vns replacement. Good faith attempts for further information from the physician were made but were unsuccessful. Although surgery is likely, it has not occurred to date. A battery life calculation was performed which showed 2.46 years remaining until eri=yes.